Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Occupation is lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat severe osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat a failed tka secondary to aseptic loosening. Upon entering the joint, the surgeon identified tibial and femoral bone loss. The surgeon does not specify which component was loosened not the loosened interface. Both the tibial tray and femoral components were revised. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2018, left knee.